Event description:
Erroneously elevated troponin (accu tnl) results from two (2) different patient samples that were generated by the access 2 instrument. Patient a: the initial accu tnl result was 0.58ng/ml. The accu tnl was reported out of the lab. The patient original sample was retested for accu tnl and two results of 0.000ng/ml were obtained. Patient b: the initial accu tnl result was 1.44ng/m. The customer indicated that the patient original sample was retested or accu tnl; the result was 0.03ng/ml. The customer did not receive any report of death or patient injury that can be attributed to or connected with this event.